Manufacturer narrative:
During a follow-up email on 11/02/2016, the clinical diabetes specialist reported that the customer received several auto-off alerts. During troubleshooting, the cds filled the pump with saline and a loaded a new cartridge and did not receive any alerts. Additionally, the previous cartridge was able to be reloaded with no issues. The customer declined further troubleshooting and loaded a new cartridge onto the pump and resumed insulin delivery successfully. The tandem t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported a blood glucose level of 412 mg/dl, which was addressed with a correction bolus.